Event description:
The article, "influence of device choice on atrial arrhythmia incidence following percutaneous patent foramen ovale closure", was reviewed. The article presented a retrospective, single center study to determine the overall frequency of atrial arrhythmia (aa) following percutaneous patent foramen ovale (pfo) closure in patients who had an implantable loop recorders (ilrs) inserted beforehand specifically for aa rule out and compare the aa rate between amplatzer (abbott cardiovascular) and gore septal occluders (2 of the more commonly used pfo closure devices). Devices included in the unlikely that the systematic use of ilrs will be economically justifiable. Given the presented data, it is important that those receiving ilrs before pfo closure do not have study were amplatzer pfo occluder and gore septal occluder. The article concluded it isthem removed for at least 6 months post-closure and ideally until the end of the device battery life. [The primary and corresponding author was ashwin reddy, queen elizabeth hospital gayton road king¿s lynn pe30 4et, united kingdom, with corresponding email: ashwin.reddy@cantab.net]. The time frame of the study was from january 2011 to january 2023. A total of 48 patients were included in the study, of which 20 (41.7%) received an abbott device. In the amplatzer group, the average age was 47.5 years and the majority gender was male. In the gore septal occluder group, the average age was 46.8 years and the majority gender was male. Comorbidities included ischemic heart disease, type 2 diabetes mellitus, hypertension, and obstructive sleep apnea.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title "influence of device choice on atrial arrhythmia incidence following percutaneous patent foramen ovale closure" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including ischemic heart disease, type 2 diabetes mellitus, hypertension, and obstructive sleep apnea. Some of the complications reported were atrial arrhythmia, hospitalization, unexpected medical intervention (medication); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3 - date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled "influence of device choice on atrial arrhythmia incidence following percutaneous patent foramen ovale closure".